Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was not good. They had one and it didn't work at first. In the end, they had pain in the part of the body they put it in. If it went crazy, it gave shocks that they couldn't stand. They got theirs removed. Pills helped, but they wished their doctor gave them pills first instead of a scar. They hurt every day because of this device that was put in their body. It hurt forever. It was not good at all.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.